Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported a shock equipment malfunction message. No adverse patient impact was reported.